Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 94 mg/dl. The customer's mother stated that the error occurred, they changed the infusion set and battery, and were able to get the device to work after about half an hour. However, the alarm recurred, and it took about 4 hours to clear the second time. Advised discontinuation of the insulin pump. No significant events leading to the alarm were observed. Nothing further reported.